Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of greater than 200 ohms. Technical services were consulted and recommended trouble shooting steps for further review. This device remains implanted and in service. No adverse patient effects were reported. Subsequent additional information was received from the field indicating that the recommendations provided by ts were completed. The patient was brought back into clinic for follow-up. It was noted that the shock impedance appeared to be stable. The patient performed provocative maneuvers, and there was no sign of significant noise observed. There was a slight irregularity on the ventricular electrogram observed while the patient performed pectoral muscle exercises; however, these were not sensed by the device. The clinic has elected not to do an x-ray and will continue to monitor the patient.

Manufacturer narrative:
The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of greater than 200 ohms. Technical services were consulted and recommended trouble shooting steps for further review. This device remains implanted and in service. No adverse patient effects were reported. Subsequent additional information was received from the field indicating that the recommendations provided by ts were completed. The patient was brought back into clinic for follow-up. It was noted that the shock impedance appeared to be stable. The patient performed provocative maneuvers, and there was no sign of significant noise observed. There was a slight irregularity on the ventricular electrogram observed while the patient performed pectoral muscle exercises; however, these were not sensed by the device. The clinic has elected not to do an x-ray and will continue to monitor the patient. Further information was provided recently indicating that a new alert occurred for a spike in the shock impedances. Ts were consulted again and indicated that the data received did not show any suspicious noise on the stored or realtime egm. As previously reported by the field, myopotential noise was noted on the shock egm during manipulation, but it is not suspicious noise. Ts recommended to consider doing an x-ray to check the lead integrity. Additionally, it was recommended to check with the patient to see if they use some equipment which may cause electromagnetic interference (emi) as this can cause abnormal impedance values. Further troubleshooting was also recommended. This device still remains in service with no adverse effects reported. Additional information was received. The device recorded a new acute spike in the out-of-range shock impedance values, at 180 ohms. Technical services reviewed the current data in the remote monitoring system and noted an underlying gradual trend upwards with the average impedance of about 90 ohms, with occasional spikes in greater than 125 to 200 ohms range. The health care professional (hcp) recalled performing a 41 joule commanded shock in (B)(6) 2024 to test the shock impedance and the measurement was normal at 41 ohms. With the other lead diagnostics appearing stable and within normal range, appropriate sensing observed, and no noise/artifact on the electrograms, technical services recommended continuing to monitor the lead with routine follow-ups. The physician can consider addressing the rv lead when the ICD is due for replacement (time to explant 8 months). No additional adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received indicating the ICD had reached explant battery status and was planned to be replaced on (B)(6) 2026. The hcp has asked for technical services advice on whether the rv lead should be replaced at the device change out. The device was explanted and replaced and a new rv lead was implanted with the new device. The old rv lead was surgically abandoned and remains in the patient but not in use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of greater than 200 ohms. Technical services were consulted and recommended trouble shooting steps for further review. This device remains implanted and in service. No adverse patient effects were reported. Subsequent additional information was received from the field indicating that the recommendations provided by ts were completed. The patient was brought back into clinic for follow-up. It was noted that the shock impedance appeared to be stable. The patient performed provocative maneuvers, and there was no sign of significant noise observed. There was a slight irregularity on the ventricular electrogram observed while the patient performed pectoral muscle exercises; however, these were not sensed by the device. The clinic has elected not to do an x-ray and will continue to monitor the patient. Further information was provided recently indicating that a new alert occurred for a spike in the shock impedances. Ts were consulted again and indicated that the data received did not show any suspicious noise on the stored or realtime egm. As previously reported by the field, myopotential noise was noted on the shock egm during manipulation, but it is not suspicious noise. Ts recommended to consider doing an x-ray to check the lead integrity. Additionally, it was recommended to check with the patient to see if they use some equipment which may cause electromagnetic interference (emi) as this can cause abnormal impedance values. Further troubleshooting was also recommended. This device still remains in service with no adverse effects reported. Additional information was received. The device recorded a new acute spike in the out-of-range shock impedance values, at 180 ohms. Technical services reviewed the current data in the remote monitoring system and noted an underlying gradual trend upwards with the average impedance of about 90 ohms, with occasional spikes in greater than 125 to 200 ohms range. The health care professional (hcp) recalled performing a 41 joule commanded shock in september 2024 to test the shock impedance and the measurement was normal at 41 ohms. With the other lead diagnostics appearing stable and within normal range, appropriate sensing observed, and no noise/artifact on the electrograms, technical services recommended continuing to monitor the lead with routine follow-ups. The physician can consider addressing the rv lead when the ICD is due for replacement (time to explant 8 months). No additional adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.